Manufacturer narrative:
Tms treater reported that one of their patients was experiencing increased anxiety after receiving 10 treatments. Patient received 9 treatments of standard tms treatment and 1 treatment of theta burst, after which patient reported increased anxiety. Patient is currently on her second course of tms. Patient has been experiencing "a lot of life issues" recently and is "really overwhelmed". According to the provider, the patient is not an any medications but provider prescribed patient a benzodiazepine in response to her increased anxiety, although the patient admitted to not taking it. Patient has continued with standard tms treatment and was on her 15th session out of 36. Based on the provided information, it can not be ruled out whether her increased anxiety was due to the theta burst session, her personal issues, or a combination of these factors.

Event description:
Neuronetics received a call from a tms provider which reported that one of their patients experiencing increased anxiety with treatment.